Event description:
It was reported that customer had a button error alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that the message appeared, she pressed esc and act to clear the alarm, but it didn't work. The customer had to discontinue use of the insulin pump and is following her medical prescription for insulin shots until replacement arrives.

Manufacturer narrative:
Findings: pump received with intermittent esc and act button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot, and missing end cap sticker.